Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and radiculopathy. The patient's medical history included sepsis (present upon admission to ER on (B)(6) 2017), hypochloremic hyponatremia (likely secondary to volume depletion), abdominal wall abscess, hypokalemia, hypertension, diabetes type 2 with hyperglycemia, permanent atrial fibrillation, anticoagulation with coumadin for the hypercoagulable state of atrial fibrillation, chronic pain syndrome, diabetic peripheral neuropathy, (B)(6) 2016 cva, soft reflux disease, hypothyroidism, morbid obesity, diastolic dysfunction, hyperlipidemia, lumbar spondylosis, lumbar degenerative disc disease, chronic pain secondary to longstanding peripheral neuropathy, history of stroke within the last 12 months. The patient's past surgical history included hysterectomy, previous spinal stimulator implantation, pain pump implantation in 2014 and replaced in 2017 and multiple fatty tumor removals, including of her left parotid. On (B)(6) 2017, the patient had an exploration for hematoma. The patient was in their "usual state of health until this morning ((B)(6) 2017) when they started draining fluid from their incision and increased erythema was noted. The site was also tender to touch. Swelling was also reported. Secondary to this, the patient came into the emergency room (ER). The patient had a headache for the last 3 to 4 days, which was bitemporal, 5/10 in intensity, was constant without any exacerbating or alleviating factors. The patient tried to take some tylenol, but it did not help. The patient denied any nuchal rigidity. The patient denied any new visual changes or difficulty swallowing. There was no new shortness of breath, cough or chest pain. There was no new abdominal pain, nausea, vomiting, diarrhea, constipation or bleeding from above or below. There was no new joint pain or rashes. The patient did admit to have worsening back pain and bilateral lower extremity pain, which they felt may be secondary to the pump malfunctioning. No true fevers at home. No dysuria or hematuria. The patient was evaluated in the ER from having a cellulitic infection with purulent nature and was admitted to the hospitalist service. The patient would continue broad spectrum antibiotics with vancomycin and ceftriaxone. Therefore, due to the nature of the pump being intrathecal, the patient was counseled that the pump would need to be removed and their pain medication would have to be transitioned to oral to keep them from developing meningitis. The risks and benefits of the procedure were reviewed with the patient, no guarantees were made. The patient then consented for the procedure. The patient was brought into the operating room (or), where they were intubated by anesthesia. The patient was prepped and draped in the usual sterile fashion. A timeout was performed to verify patient, procedure and location. Following the timeout, the patient's back incision was opened. The silk securing their anchor was cut and the distal catheter was removed after a purse string silk was used to close the hole to prevent cerebrospinal fluid (csf) leak form where the catheter had entered the csf space. Cultures were taken of both the tissue and the distal catheter to evaluate for infection. The infection was later indicated as (B)(6). The wound was then irrigated and closed. Attention was then taken to the abdominal incision. Frank pus poured out of the wound, approximately 300cc of pus. This was cultured. The pump was then removed after the sutures were cut that anchored it in place. The wound was irrigated with 1 l of vancomycin solution. Vancomycin powder was then placed inside the cavity. A jp drain was placed and tunneled laterally. The deep tissue was closed with 0-vicryl and then 2-0 for the skin. A running 3-0 monocryl finished the abdominal closure. The patient tolerated the procedure, was extubated and taken to recovery in stable condition. On (B)(6) 2017, the patient was discharged. The all discharge diagnosis (including whether present on admission) stated; sepsis, present on admission, resolved. Abdominal wall purulent cellulitis, infection of implanted intrathecal pain pump, s/p explantation. Hypochloremic hyponatremia, likely secondary to volume depletion, resolved. Persistent atrial fibrillation on coumadin for the hypercoagulable state of atrial fibrillation. Chronic diastolic dysfunction. Diabetes mellitus type 2. Hypothyroidism. Hypertension. Hyperlipidemia. Chronic pain secondary to longstanding peripheral neuropathy. History of stroke within the last 12 months. Hypokalemia, s/p repletion. Somnolence, possibly narcotic effect, resolved. Obesity chronic pain syndrome lumbar spondylosis lumbar ddd pain pump infection candida intertrigo the procedures/studies performed during this hospitalization were; removal of intrathecal catheter and abdominal pain pump, MRI spine l, t w/wo contrast and PICC line. On (B)(6) 2017, a drainage of abscess jp drain procedure was performed. The history of present illness stated, "patient had a painful removed from her abdominal wall and this incision became infected with abscess". The hospital course stated the hcp drained this abscess and left the jp drain in and the patient was placed on antibiotics. The left abdominal wound/abscess was washed out and drained. Minimal blood loss was estimated. The findings were "~50cc infection". Specimens removed were "gran stain and culture". Urine culture from the abscess fluid had grown staph auricularis, antibiotics didn't change according to the sensitivity. The patient had problems with hypokalemia and hctz was discontinued and the patient was started on maxzide and was still on potassium. The patient's discharge instructions were to go to the outpatient infusion clinic daily for daptomycin infusion. The patient had a jp drain and their condition was stable. The patient's history of present illness at this service stated, "the patient is a chronically ill woman with a history of morbid obesity, diabetes type 2 and chronic pain syndrome as well as other medical problems and conditions. She was treated on (B)(6) 2017 for an abdominal would purulent cellulitis and pain pump pocket abscess infection. The pain pump was explanted. She has this implanted as replacement in (B)(6) 2017 after that she had significant health problems with recurrent pain pocket bleeding and hematoma formation there was apparently requiring recurrent aspirations. In general became increasingly red and swollen and with purulent drainage and the above noted treatment was taken. Cultures grew (B)(6). She was begun on treatment regimen including oxacillin. The been performed during 4 hours. She has tolerated that well however she has had recurrent difficulties with PICC lines being accidentally dislodged. She initially was at skilled nursing facility undergoing such treatment. She was to continue intravenous antibiotics until (B)(6). She was see by [an hcp] in hospital and is to follow up. The husband states that several PICC lines has been accidentally dislodged and interrupted her antibiotic treatments. Various causes for the dislodgement have been noted and reported. Says last night the site was itching and irritated and the next thing he knew was that it was a significantly dislodged. She has been notably more confused particularly last week or 2. This seems to, and go but that has been persistent. No new focal neurologic deficit. She has had several falls but is not very striking her head. Diabetes has been poorly controlled. She has had increased to drainage and gas from the wound and so she was to be seen by [an hcp] today anyhow for a wound washout. Doesn't seem to have been healing very well despite the antibiotic therapies. Delays and options of therapy may be partly responsible. He had taken her home and was continuing to give the intravenous antibiotics every 4 hours. At home she has been significantly confused at times but no new reported focal neurological deficits are noted. She takes a number of medicines that might cause confusion and/or somnolence. He reports no high fevers. No cough or cold. No reported dysuria. No nausea or vomiting. Is not sure of any other aggravating or relieving factors. The patient was discharged on (B)(6) 2017 to "home with outpatient infusion clinic". The patient's assessment plan stated, "PICC line has been discontinued. She has had surgical washout of the wound. Drain in place. Follow-up cultures are pending. She has not had much of her response so far. Continue antibiotic therapies. Reassess for antibiotic regimen. Due to encephalopathy and delirium we'll obtain CT scan of brain to makes sure there's no pathology. Follow-up laboratory studies and assessment area reassess diabetes and try to obtain better diabetic control and management. Co-management with hcp and neurosurgery. Discussed case with infectious disease later when they are available. Continue him and monitor adequacy of antihypertensive therapy. Try to reduce the amount of pain medications that she is on is a may be contributory to her confusion and other issues." On (B)(6) 2017, the patient was seen at a hospital due to the wound infection for a procedure (incision and drainage with irrigation and packing of wound). Interoperative cultures stated, "aerobic and anaerobic". Indications for procedure stated, "the patient is a pleasant (B)(6)-year-old female who had a pain pump who 2 months postoperatively developed a large wound infection. She required removal of the pain pump. However, she continued to have drainage and had irrigation x1 enclosure_______. Her incision opened up and started draining so she saw a wound care doctor who recommended a wound vac; however, due to her being on coumadin he felt uncomfortable opening the incision up in the office and so she is recommended to bring back to the or for opening up the wound and packing so he can then treat it with a wound vac. The risks and benefits of the procedure were reviewed with the patient. No guarantees were implied and the patient elected to undergo the procedure." Procedure in detail stated, "the patient was brought to the operating room where she was intubated by anesthesia without complication. Her would was prepped and draped in the usual sterile fashion. A timeout was performed to verify patient, procedure and location. Following timeout, no local was injected. Her previous incision just was opened by removing sutures. There was approximately 10 ml of pus that was drained. The wound was then irrigated with 3 liters of antibiotic saline. The wound was then packed with kerlix dressing and then 4 x 4's, abdominal pad and then a tegaderm since she was allergic to tape. Her intraoperative cultures grew out klebsiella pneumoniae. Upon discharge, the patient was instructed to continue taking her pain medication. She was discharged to follow up with her wound care doctor for packing in the morning on friday.